Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) was explanted due to wrong power selected by the operator. A new lens of longer length was implanted. The cause was reported as user error. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).